Event description:
An invasive procedure was performed to remove from svc two leads due to inappropriate shocks and spurious tones on the beep-o-gram. The physician elected to replace the ICD and the two leads because one of the leads was fractured. Co is unable to confirm the lead with the fracture, both leads are listed on this report. Implanted 8/3/96. Out of svc 6/21/96. Implant months 34.6.